Manufacturer narrative:
Concomitant product(s): a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited rising thresholds beginning a week after implant. The lead was later reported to have high thresholds and no capture. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that approximately three months post repositioning, the right atrial (ra) lead exhibited a decrease in threshold and sensing and no capture was noted.